Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragments embedded in my iliac vessel') and device breakage ('chewed my coil and split it all through my pelvic cavity') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("stabbing pain in my pelvic area"), arthralgia ("joint pain"), migraine ("migraine"), osteoarthritis ("osteoarthritis all through my body including spine"), cervix inflammation ("inflamed cervix") and noninfective oophoritis ("ovary inflammation"), was found to have antinuclear antibody positive ("autoimmune responses: positive ana") and underwent spinal operation ("spinal surgery"). The patient was treated with surgery (partial hysterectomy, removed tubes and coils, uterus and ovary). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, genital haemorrhage, pelvic pain, arthralgia, migraine, antinuclear antibody positive, osteoarthritis, spinal operation, cervix inflammation and noninfective oophoritis outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, cervix inflammation, device breakage, embedded device, genital haemorrhage, migraine, noninfective oophoritis, osteoarthritis, pelvic pain and spinal operation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragments embedded in my iliac vessel') and device breakage ('chewed my coil and split it all through my pelvic cavity') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("stabbing pain in my pelvic area"), arthralgia ("joint pain/knee pain/hip pain/elbow pain"), migraine ("migraine"), osteoarthritis ("osteoarthritis all through my body including spine"), cervix inflammation ("inflammed cervix"), noninfective oophoritis ("ovary inflammation"), musculoskeletal pain ("shoulder pain"), pain in jaw ("jaw pain") and neck pain ("neck pain"), was found to have antinuclear antibody positive ("autoimmune responses: positive ana") and underwent spinal operation ("spinal surgery"). The patient was treated with surgery (partial hysterectomy, removed tubes and coils, uterus and ovary). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, genital haemorrhage, pelvic pain, arthralgia, migraine, antinuclear antibody positive, osteoarthritis, spinal operation, cervix inflammation, noninfective oophoritis, musculoskeletal pain, pain in jaw and neck pain outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, cervix inflammation, device breakage, embedded device, genital haemorrhage, migraine, musculoskeletal pain, neck pain, noninfective oophoritis, osteoarthritis, pain in jaw, pelvic pain and spinal operation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: this case should have been considered as a follow-up of case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragments embedded in my iliac vessel') and device breakage ('chewed my coil and split it all through my pelvic cavity') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("stabbing pain in my pelvic area"), arthralgia ("joint pain/knee pain/hip pain/elbow pain"), migraine ("migraine"), osteoarthritis ("osteoarthritis all through my body including spine"), cervix inflammation ("inflammed cervix"), noninfective oophoritis ("ovary inflammation"), musculoskeletal pain ("shoulder pain"), pain in jaw ("jaw pain") and neck pain ("neck pain"), was found to have antinuclear antibody positive ("autoimmune responses: positive ana") and underwent spinal operation ("spinal surgery"). The patient was treated with surgery (partial hysterectomy, removed tubes and coils, uterus and ovary). Essure was removed on 30-oct-2013. At the time of the report, the embedded device, device breakage, genital haemorrhage, pelvic pain, arthralgia, migraine, antinuclear antibody positive, osteoarthritis, spinal operation, cervix inflammation, noninfective oophoritis, musculoskeletal pain, pain in jaw and neck pain outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, cervix inflammation, device breakage, embedded device, genital haemorrhage, migraine, musculoskeletal pain, neck pain, noninfective oophoritis, osteoarthritis, pain in jaw, pelvic pain and spinal operation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event shoulder pain, jaw pain, neck pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('fragments embedded in my iliac vessel') and device breakage ('chewed my coil and split it all through my pelvic cavity') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("stabbing pain in my pelvic area"), arthralgia ("joint pain"), migraine ("migraine"), osteoarthritis ("osteoarthritis all through my body including spine"), cervix inflammation (""inflamed" cervix") and noninfective oophoritis ("ovary inflammation"), was found to have antinuclear antibody positive ("autoimmune responses: positive ana") and underwent spinal operation ("spinal surgery"). The patient was treated with surgery (partial hysterectomy, removed tubes and coils, uterus and ovary). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device breakage, genital haemorrhage, pelvic pain, arthralgia, migraine, antinuclear antibody positive, osteoarthritis, spinal operation, cervix inflammation and noninfective oophoritis outcome was unknown. The reporter considered antinuclear antibody positive, arthralgia, cervix inflammation, device breakage, embedded device, genital haemorrhage, migraine, noninfective oophoritis, osteoarthritis, pelvic pain and spinal operation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.